Event description:
An immobile pt was placed on a mattress which caused the pt to slide off the bed onto the floor. The pt sustained minor bruising on the forehead.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(6) on behalf of the MFR arjohuntleigh, a branch of arjo ltd. (B)(4). The auto logic mattress was being changed and inflated during which time the pt being immobile was being held in a hoist. The pt was beginning to get stressed because of her condition and so the carers placed the pt back onto the bed not realizing that a full 15 minutes are required to fully inflate the mattress. After 10 minutes of placing the pt onto the mattress, the pt was found lying onto the floor. Page 16 of IFU under 5. Operation- quick start state, "3. Allow approx 7 min for mattress overlay, 15 min for mattress replacement or 2 - 3 min for the seat to inflate fully. The amber wait indicator will go off once the mattress/seat is fully inflated." Thus, the instructions for use adequately state the inflation times for the auto logic mattress. Also, in order to further investigate, a test was performed using an identical mattress and a mannequin to simulate the incident. The mannequin was placed in various positions on the mattress and the results clearly showed that it is very unlikely that inflating a fully deflated mattress under an immobile pt could contribute to a pt fall. However, it is not possible to exactly replicate an incident as other unk factors such as pt's clothes etc. Have not been considered. No similar incidents of fall in regards to the autologic have been reported in the past 12 months. Historical data demonstrates that this, and similar designs, give few and minor occurrences of harm. The benefits given by the system, in terms of pressure relief are considered to outweigh the risks.